Manufacturer narrative:
The ulthera control unit and associated power cord were returned to merz on 23-apr-2021. A preliminary investigation was performed by a merz senior biomedical engineer on 29-apr-2021. During this investigation, no damage, evidence of charring, or other deviations were observed with the control unit nor the power cord. The unit was evaluated and was found to be in normal working condition. In an attempt to replicate the issue, the power cord was partially inserted into the control unit and minor sparking was observed. This condition may be observed on most ac powered devices when there is a poor connection between a power supply and the device. This control unit has been sent for complete diagnostic evaluation and testing. No further information is available at this time. When the service investigation has been completed, a supplemental medwatch will be submitted.

Event description:
During a phone call with a practice for an unrelated event on (B)(6) 2021, merz ulthera received information an ulthera control unit was emitting sparks from the back of the unit where the power cord plugs into the back of the unit. This issue occurred when the user moved this device to another location within the practice and plugged it into the wall outlet. No additional information is available at this time.